Manufacturer narrative:
H10: for the 3 reported complaints, 2 lot numbers were provided, and one lot number was not provided. The samples were not returned for evaluation. Of the 3 reported complaints, 3 medical records were provided and reviewed. Of the 3 reported complaints, 3 medical records confirmed for filter tilt, two medical records confirmed for retrieval difficulties and one confirmed for perforation of the ivc. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf048f. Recovery filter allegedly experienced difficult to remove, and malposition of device. These reports were received from various sources. All three events involved patients with no patient consequences. Three patients ranged from 24 ¿ 48 years of age, three patients were male; however, weights were not provided.

Manufacturer narrative:
For the 3 reported complaints, 2 lot numbers were provided, and one lot number was not provided. The sample were not returned for evaluation. Of the 3 reported complaints, 3 medical records were provided and reviewed. Of the 3 reported complaints, 3 medical records confirmed for filter tilt and two medical record confirmed for retrieval difficulties. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf048f. Recovery filter allegedly experienced difficult to remove, and malposition of device. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Three patients ranged from 24 ¿ 48 years of age, three patients were male; however, weights were not provided.